Event description:
The suspect device was used to check the customer's blood glucose. A result of 515 mg/dl was obtained. Customer went to the hosp and their glucose was over 400 mg/dl. Customer was treated with insulin. Controls were not used. The device was replaced and requested to be returned for evaluation.